Event description:
During a pci procedure, the bio ranger balloon ruptured at 2 atms. The number of inflations and to what atms is unknown. The lesion being treated was a 100% stenotic lesion in the mid rca. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "fine."